Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the reported thrombosis and subsequent death cannot be confirmed due to the limited information provided by the facility. However, it may have been related to patient factors (history of partial thrombosis observed prior to tavr, limited lv function and kidney failure). A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported through (B)(6) regulatory authorities, approximately 10 years after implant of a non-edwards 19mm surgical aortic valve, the patient presented with cardiopulmonary decompensation and was found to have severe stenosis and a partial thrombosis.  A valve in valve procedure was performed with a 20mm sapien 3 valve without complications. The valve was deployed with nominal volume. Post dilatation was performed with a 20 mm balloon due to intermediate paravalvular leak (pvl). After post-dilation, images showed minimal pvl with mean gradient of 15mmhg. The patient was reported to be in stable condition post procedure and was treated with high dose oral anticoagulation ¿ marcumar due to kidney failure. The patient expired due to valve thrombus on post-operative day thirteen. Additional information is not forthcoming. Per report, the thrombus must have been a new one, as no thrombosis was noted during tavr.